Event description:
It was reported that during procedure the patient experienced a flash pulmonary edema. The pt's symptoms were shortness of breath and hypotension. It was noted that the condition was not pre-existing, and is not continuing. The stop date was 2 days after event date. This was reported as not related to the device. Drug treatment other than thrombolytics was given. The outcome was resolved. There was no add'l info available.